Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was turning on and off. The customer also reported that they received unexpected restart alarm, history check failed alarm and external ram error alarm. The customer's blood glucose was 337 mg/dl at the time of incident. The customer stated that the insulin pump was dropped. The customer was advised to be sent a replacement battery cap. The insulin pump will not be returned for analysis.